Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute arterial sheath noted to have punctured the back wall of the common carotid artery (cca), causing a dissection. The physician elected to perform an open repair of the cca to address the dissection. It was reported that the patient is stable and the procedure was completed successfully.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.